Manufacturer narrative:
Citation: reddy, v. Md. Et al. Thrombotic obstruction of a melody valve-in-valve used for prosthetic tricuspid stenosis world journal for pediatric and congenital heart surgery (2015). 6(4) 667-669 doi 10.1177/2150135115586270 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with a medical history of a non-medtronic surgical valves implanted into both the pulmonary (27mm) and tricuspid (30mm) positions. Eight years after the implant of the valves, the patient presented with severe tricuspid prosthesis stenosis and moderate supravalvular pulmonary stenosis. A 22mm melody transcatheter bioprosthetic pulmonary valve was implanted into the tricuspid position and was expanded to 24mm. Fifteen months postimplant, an echocardiogram indicated severe tricuspid stenosis with a mean gradient of 20 mm hg, trivial tricuspid regurgitation and a thrombus that caused leaflet immobility. There were no clinical signs of infection. Subsequently, the tricuspid bioprosthesis was surgical replaced with a larger 29mm surgical valve. No additional adverse patient effects or product performance issues were reported.